Manufacturer narrative:
(B)(6). (B)(4). Field service specialist (fss) checked the laser on different visits. Prior to the event date, on (B)(6) 2017 the laser was checked and no problems were found. On (B)(6) 2017 and 10/3 the laser was checked for a similar event and optical and mechanical problems were found. During this visit the height of the aspirator, although in specification, was adjusted to a mid range of tolerance position as it was at the limit of tolerance range. System was repaired and was working under amo specifications. On (B)(6) 2017, after the event of this report, the system was checked again and it was found that the aspirator nozzle height and axis were out of specification. Fss replaced the aspirator nozzle parts, aligned axis and confirmed correct height. All pertinent information available to abbot medical optics has been submitted.

Event description:
It was reported that patient presented post op treatment with central island in topography map. Visual acuity pre-op: 1.0/1.0, visual acuity post-op: 1.0/1.0. No date of surgery was provided and no type of procedure was provided.

Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted. In the initial report it was reported that the manufacturing date for the system was 9/23/2008 however, the manufacturing site has provided the date as 9/5/2008.